Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a half day infusor experienced no flow. This occurred after 8 hours of use. The pump was tested before use with 2.5 mg/ml (about 5 ml) of bupivakain and 8 ml of the solution was given as a bolus. The pump was then filled with about 42 ml of the solution and pain relief was expected. There was no report of patient injury or medical intervention associated with this event; however it was stated that the patient was giving birth. No additional information is available.

Manufacturer narrative:
(B)(4). The lot was manufactured from march 3, 2015 to march 6, 2015. The device was returned for evaluation. Visual inspection was performed and noted no signs of blockage that could have caused the reported problem. Functional testing was performed by removing the luer cap and continuous flow was observed. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.